Event description:
The home patient's family member reported a 2240 during the initial drain of automated peritoneal dialysis with the homechoice machine. It is reported that the patient did not connect until after the machine was in the initial drain. As a result, the machine alarmed. The treatment was discontinued and restarted with new supplies. There is no patient injury or medical intervention reported by the patient's family member.